Manufacturer narrative:
This is one of six reports being submitted for this case. Investigation of this event is ongoing. Literature reference: gidon y. Perlman, philipp blanke, danny dvir, gregor pache, thomas modine, marco barbanti, erik w. Holy, hendrik treede, philipp ruile, franz-josef neumann, caterina gandolfo, francesco saia, corrado tamburino, george mak, christopher thompson, david wood, jonathon leipsic, john g. Webb, bicuspid aortic valve stenosis: favorable early outcomes with a next-generation transcatheter heart valve in a multicenter study, jacc: cardiovascular interventions, volume 9, issue 8, 25 april 2016, pages 817-824, issn 1936-8798, http://dx.doi.org/10.1016/j.jcin.2016.01.002.

Event description:
A multi-center study of 51 patients with bicuspid aortic valve stenosis who underwent tavr with the edwards sapien 3 valve from june 2012 to july 2015 was published in a jacc: cardiovascular interventions medical journal article. Tavr was performed by the femoral route in 49 patients and by the transcarotid route in 2 patients. The following events occurred during the study period: one patient died on day 14 after a procedure-related tamponade that led to gradual deterioration, 3 major or life-threatening bleeding events, 2 major vascular complications and 12 ppm implantation before 30 days. This complaint represents the patient's demise.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the cause of the cardiac tamponade is unknown. There is insufficient information to determine if a relationship existed between the event and the implanted valve. There was no allegation of a malfunction of an edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.